Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding an erroneously elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension exl 200 system. Siemens is investigating the event.

Event description:
The customer reported to siemens they obtained an erroneously elevated loci high-sensitivity troponin I (tnih) result on one (1) patient sample on a dimension exl 200 system. The erroneously elevated result was reported to the physician and questioned. The same sample was reprocessed on the original dimension exl 200 system. A lower result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
Additional information (28-mar-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. Quality control (qc) recovery was within the customer¿s acceptable ranges. The cause of the event is unknown. The customer stated the issue was resolved and no other discordant results were reported. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the sos investigation. Initial MDR 2517506-2025-00043 was filed on 17-mar-2025.